Event description:
It was reported that a patient underwent a fcr tendon transfer to digit extensors and arthrodesis right basal joint on (B)(6) 2014 and suture was used. It was noted on (B)(6) 2014 that the patient developed erythema, puritis, and rash at the site. The patient was treated with topical hydrocortisone. The rash is still present. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.